Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm seal would not deploy. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The hsk iii device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. A visual inspection was conducted. The delivery device was returned inside the loading device. The seal, tension spring assembly, and anchor were observed in the loading device window. The tension spring assembly and anchor were observed to be on the left side of the seal next to the blue wing. The delivery device was removed from the loading device. The seal and tension spring assembly were unable to be taken out from the loading device for inspection. The seal appeared to be crack/delamination at the outer most coil. The blue slide lock was not dis-engaged and the white plunger was not fully depressed on the delivery device. There was no evidence that the device had been introduced into the aorta. Specks of blood were visible on the loading device. The following measurements were taken; the inner delivery tube diameter was measured as .198 in. The outer diameter was measured at .221 in. The length of the delivery tube was measured at 2.49 in. The values recorded were within the tolerance specifications. Based on the received condition of the device the reported complaint ¿failure to deploy¿ was not confirmed, but was confirmed for the analyzed failures "fitting problem" and ¿crack; seal¿.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm seal would not deploy. A replacement device was used to complete the procedure. The hospital did not report any patient effects.